Manufacturer narrative:
Follow-up #1/corrected report. Product/device will be reported on supplemental report MFR report# 3005985723-2015-00129.

Event description:
The surgeon performed a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). It was reported that there was an issue with software response time. The case was successfully completed and there was no harm to the patient.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon performed a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). It was reported that there was an issue with software response time. The case was successfully completed and there was no harm to the patient.